Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon had confirmed via post-operative x-ray on (B)(6) 2014 that the hook part of the implant inside the patient¿s body had moved downwardly to the left ilium. On (B)(6) 2014, the surgery for the replacement of the left vertical expandable prosthetic titanium rib took place. The patient is now under observation for recovery. This report is for an unknown veptr product. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown veptr product/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.